Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient was in stable condition.